Event description:
The customer reported that the system displayed a collimator iris pot error, which is not a bypassable error that will prevent the system from functioning. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative contacted the customer by phone and recommended replacing the collimator pot. The part was ordered; however, no conclusion can be drawn as further repair information is not available at this time.